Event description:
The customer reported that the 6800 system would not produce an x-ray. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The printed circuit board needed to be replaced. No further repair info is available.